Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted/explanted: (B)(4)/pxt281412.

Event description:
On (B)(6) 2010, the patient underwent repair of an abdominal aortic aneurysm. After implanting a trunk-ipsilateral leg component, the physician tried to cannulate; however, after several attempts was unable to and performed an unplanned aorto-uni-iliac, using a second trunk-ipsilateral leg component. While ballooning the proximal end of the first implanted trunk-ipsilateral leg component with a qxmedical balloon, the balloon was overinflated and the patient's aorta dissected. The patient was converted to open repair. Both gore excluder aaa endoprosthesis were explanted and discarded. On (B)(6) 2010, the patient's bowel became ischemic. Later that evening, the patient's kidneys began to shut down. The patient expired on (B)(6) 2010. The physician stated the cause of death to be ischemic bowel, kidney failure and cardiomyopathy.